Event description:
It was reported by the customer that the siderails were stuck in a down position and unable to latch in the upright position. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: siderails corroded.